Event description:
It was reported that a malfunction on a pump occurred, indicated by a malfunction code 12. There was no adverse impact to the customer's blood glucose level. Although the customer could not reset the pump initially, technical support provided instructions on how to perform the reset, and the customer was advised to call back if the issue persisted. No additional information provide.